Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the prograsp forceps instrument had disarticulation of one of the jaws. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer clarified that one of the jaws of the instrument was misaligned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin missing. As a result, the grips were loose and were unable to open and close as expected. The pin was not returned. The complaint regarding disarticulation of one of the jaws of the prograsp forceps was confirmed by failure analysis. An additional finding not reported by the site was also observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.168¿ - 0.048¿ in length and were not aligned with the tube axis.